Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative was awaiting receipt of a purchase order number to further address the system repair. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.